Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter "does not turn on." The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt tests her blood glucose three times a day and manages her diabetes with pills, diet and exercise. About a month prior to contacting lfs csr, the pt stated that her meter would not turn on. As a result, the pt did not make any changes in regards to her diabetes regimen and claimed that she continued to watch her diet to manage her diabetes. The pt stated that "within a few days" after the meter issue, she began to develop shakiness and reportedly "knew" that her blood glucose was dropping. Therefore, the pt went to her healthcare professional (hcp) and reportedly obtained blood glucose result "43 mg/dl"; she stated that her hcp instructed her to drink orange juice and eat crackers to bring her blood sugar back up. The pt mentioned that she waited for about one hour before retesting her blood sugar on the hcp's meter; the reported blood glucose result was "90 something mg/dl." There was no mentioning of any other form of treatment while at the hcp's office. During troubleshooting, it was verified that this was not a new out of box product and there was no meter trauma. The pt did not replace the battery per the owner's manual (use error). Therefore, the meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt's products have been replaced. This complaint is being reported as MDR reportable due to the following conclusions: the pt was reportedly treated by her hcp for hypoglycemia after the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.